Event description:
Customer reported that her blood glucose was 204 mg/dl. Customer stated that her sensor was giving incorrect readings and was alarming calibration error. Customer stated that the sensor needle was bent and it did not penetrate her skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.